Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited no sensing or capture and out of range impedance measurements. The physician concluded that the lead was fractured. This lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.